Event description:
Case description: investigation result: name: novopen® 4 - batch unknown. Name: penmix 30 penfill® 3ml - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the following was updated: narrative updated with investigational results "no investigation was possible, because neither sample nor batch number was available". Manufacturers comment added. Narrative updated accordingly. Manufacturer comment: on 26-jul-2017: as the device novo pen 4 has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse events and thus find similar incidents to the one reported in argus (B)(4). Evaluation summary: name: novopen® 4 - batch unknown. Name: penmix 30 penfill® 3ml - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Fell and broke some ribs [rib fracture], fell and broke some ribs [fall], novopen 4 was not administering insulin [device malfunction], severe hyperglycaemia [hyperglycaemia]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer (the patients wife) as "fell and broke some ribs" beginning in (B)(6) 2016, "novopen 4 was not administering insulin" beginning in (B)(6) 2016 and "severe hyperglycaemia" beginning in (B)(6) 2016 and concerned a male patient (age not reported) who was treated with novopen 4 (insulin delivery device) from unknown start date and on-going due to "type 2 diabetes mellitus" and penmix 30 penfill (insulin human) from unknown start date and on-going due to "type 2 diabetes mellitus". Patient's height, weight and body mass index (bmi) not reported. Medical history included type 2 diabetes mellitus (duration not reported). On an unknown date in (B)(6) 2016, the patient apparently had a novopen 4 that was not administering insulin. The patient suffered severe hyperglycaemia and fell and broke some ribs and was admitted to hospital. The patient was in hospital for approximately 1 week. The hospital checked the pen and said that the pen was not working properly. Action taken to novopen 4 was reported as product discontinued due to adverse event (ae). Action taken to penmix 30 penfill was reported as no change. The outcome for the event "fell and broke some ribs" was not reported. The outcome for the event "novopen 4 was not administering insulin" was not reported. The outcome for the event "severe hyperglycaemia" was reported as recovered. No further information available.